Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that something is not right with their pacemaker as it has been adjusted but they are still in af (atrial fibrillation). The patient also states that their pacemaker is not working properly. Follow-up was conducted to obtain information on the patient, but the attempts were unsuccessful. Any additional relevant information received will be added to the event. The device remains in use. No patient complications have been reported as a result of this event.